Manufacturer narrative:
(B)(6). (B)(4). Multiple products used, but it is unknown which product caused the event. Below are the products used: (B)(4) (quantity: 1) (B)(4) (quantity: 1) (B)(4) (quantity: 1) (B)(4) (quantity: 1) (B)(4) (quantity:1) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent plif at levels l4-l5 for degenerative l4 spondylolisthesis. Post-op, the patient complained of pain due to degeneration at l3/4 and numbness in the lower extremity. Revision was scheduled to extend fusion from l4-l5 to l3/4 levels.the surgeon commented the causality between the initial operation and the degeneration( numbness ) was unknown. The surgeon also considered the degenerative might be caused due to aging.